Event description:
It was reported that a pt was scheduled for generator replacement surgery on (B)(6) 2011 due to the generator being at end of service. However, it was reported on (B)(6) 2011 that the pt had high impedance due to a lead break. X-rays were not provided to the MFR for review. The generator replacement surgery was rescheduled for a complete revision on (B)(6) 2011. Good faith attempts have not been made to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.